Event description:
It was reported that the patient experienced syncope. The pulse generator exhibited loss of capture. When the auto capture was unactivated the patient experienced syncope.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.